Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis and the reported failure to advance the thumb advancer was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the cause of the device performance with regards to advancement of the thumb advancer was inconclusive. There is no evidence to suggest that the potential product deficiency affects inventory or distributed product. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery dilatation procedure. Reportedly, the starclose se thumb advancer would not advance more than half way down the sheath. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.